Event description:
It was reported the tubing of the device was full of large air bubbles (the device didn't diplay any alarms). No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. The unit was tested by operating the attach/detach cycle many times and the pump was found to be operating normally. In addition, the pump was tested in mu and the sensor reacted as expected and was within it's normal operating range. The seal was found to be intact and undamaged. The reported problem could not be duplicated. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.